Manufacturer narrative:
Device evaluation: one level 1 trauma fast flow system (h-1200) was returned for investigation in used condition. The customer reported product problems were all confirmed during functional testing. The loud noise was attributed to missing chassis screws. Ultimately the reported problems were caused by a cracked return tube. The return tube cracked due to a design issue. This was established as the root cause. The damaged components on the unit were all replaced, after which the device passed all the functional tests.

Event description:
It was reported that the user suspected a cracked return tube on the level 1 trauma fast flow system. The pc board had sustained some water damage. The user suspected that something was causing a loud vibration like noise. This product problem was discovered during device setup for a patient. More specifically, the fault was discovered while the device was being primed. The defective device was not used on a patient.